Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and patient's concern with product.

Event description:
Patient reported left side "pain" and "exchange from textured to smooth implants". Healthcare professional later reported capsular contracture baker grade IV and exchange of textured device due to patient's concern with product device has been explanted.